Event description:
Paramedics responded to a person complaining of chronic back pain. The device was connected to the patient with ECG leads, spo2 and nibp for monitoring at the scene and during transport to the hospital. According to the reporter, when attempting to perform 12-leads and while underway during transport, the device lost the ECG trace on the monitor screen and appeared to "freeze" intermittently while monitoring spo2 and nibp. The report said that cycling power and replacing ECG cables did not resolve the ECG trace issue. The report said that the reported incident did not affect patient care.

Manufacturer narrative:
Physio-control evaluated the device and observed that ECG in both leads and quick-look monitoring function (paddles) intermittently would not display on the device's screen or chart recorder for periods of up to a minute or more after powerup before returning to normal operation. The system/memory pcb assembly was removed and installed in a test mockup device and the discrepancy was observed on the test mockup device. The pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. The assembly was evaluated further, but root cause to a discreet component could not be determined.